Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system ace 60 reperfusion catheter include, but are not limited to, hematoma or hemorrhage at the site, acute occlusion, emboli, arteriovenous fistula, vessel spasm, vessel thrombosis, vessel dissection or vessel perforation, inability to completely remove thrombus, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse events were anticipated complications. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2021-00863, 3005168196-2021-00864, 3005168196-2021-00865, 3005168196-2021-00866, 3005168196-2021-00867, 3005168196-2021-00868, 3005168196-2021-00869, 3005168196-2021-00871, 3005168196-2021-00872.

Event description:
During its post-market surveillance activities on 30-mar-2021, penumbra inc. Became aware of a journal article titled, " larger ace 68 aspiration catheter increases first-pass efficacy of adapt technique (delgado almandoz et al. 2018). This article retrospectively analyzes a cohort of one-hundred and fifty-two patients treated with direct aspiration first pass (adapt) extracted from a neurointerventional database with procedures occurring between july 12, 2013 and november 20, 2017. It was reported that fifty-seven patients were treated with the penumbra system ace 60 reperfusion catheter (ace60), thirty-five were treated with the penumbra system ace 64 reperfusion catheter (ace64), and sixty were treated with the penumbra system ace 68 reperfusion catheter (ace68). It was reported that one nonagenarian patient with an occluded internal carotid artery (ica) experienced a vessel perforation while using the ace68 to complete the second adapt pass. However, the perforation later resolved without clinical sequelae after one month of dual antiplatelet therapy. Vessel perforation also occurred in an additional case using the ace68, one case using the ace60, and one case using the ace64. It was also reported that a carotid-cavernous fistula was observed in one case after use of the ace64. However, no additional information was provided regarding this event. Additional complications included one case of intraparenchymal symptomatic intracranial hemorrhage (sich) after use of the ace60, two cases of subarachnoid sich after use of the ace64, and , two cases of subarachnoid sich after use of the ace68. However, no additional information was provided regarding these events. Lastly, it was reported that emboli in new territory (ents) were observed after use of the ace60 in three cases, after use of the ace64 in one case, and after use of the ace68 in one case. However, no additional information was provided regarding these events. It was not possible to ascertain specific device information from the article, nor to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.